Event description:
Caller alleged discrepant results compared with the lab for (B)(6) patients. Results as follows: patient 2: date: (B)(6) 2011, inratio: 25.9, lab: 2.6; patient 3: (B)(6) 2011, 1.8, 1.3; patient 4: (B)(6) 2011, 2.2, 1.1; patient 11: (B)(6) 2011, 2.3, 1.8. Customer conducted a six month meter versus lab correlation on multiple patients across multiple lots. Due to the large quantity of patients included in the study, individual medications, medical histories, and therapeutic ranges are unknown.

Manufacturer narrative:
Investigation pending.